Event description:
Litigation alleges acetabular cup loosening and detachment, creation of metallic debris, elevated metal ion levels, pain and inhibition of the ability to walk. Update 8/7/2013 - sales rep reported revision surgery on left hip due to high ion levels. Part and lot information received stating that it is not asr, but pinnacle. Update: 8/7/13 - amended litigation papers received. Original litigation indicated that the patient was implanted with asr; however, amended litigation alleges that the patient was implanted with pinnacle. An invoice has been located, products updated and follow-ups created. Litigation has also provided the date of revision. Update 6/18/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and increased metal ions. There was no mention of cup loosening or wear debris. The stem is being added for the high metal ion levels.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously alleged, ppf alleges metal wear and metallosis. Doi: (B)(6)2005 - dor: (B)(6)2013 (left hip)